Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and, in the system, logs the 1126 error was found confirming the fault had occurred in the field. The usm was then installed onto a patient side cart fixture test platform (pftp) where the unit performed as expected. Upon visual inspection, no damage was found that would be related to the reported event. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and switched usm4 in place of usm3 and placed the new usm on usm 4 as instructed. The fse then replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted oophorectomy surgical procedure, there were recurring 40084 errors on universal surgical manipulator (usm) arm 3. The customer stated that three arms were being used to continue the procedure. The procedure was completing as a three-arm procedure with no reported injury.